Event description:
Allegedly revised due to metallosis.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00773.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned.